Event description:
It was reported that the tip of an asahi sion guide wire had fractured during an intervention to treat an unspecified lesion in the left circumflex branch (lcx). A 2.5 * 28mm drug-eluting stent was placed in the middle lcx successfully. However, the sion was found stuck and then the wire tip was separated during the procedure. The separated wire tip remained in the patient from the coronary artery up to the aorta. Several attempts were made to retrieve the fragment with a snare, but were unsuccessful. There was no residual stenosis after stent implantation in the lcx, and the anterior had timi-3 flow. After discussion with the patient and his family, surgical removal of the fragment was rejected. The patient was then transferred to guangdong province people's hospital for further treatment. A stent was placed to crush the fragment against the vessel wall to avoid potential harm to the patient. The patient was stable and discharged after the procedure.

Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and referring to known similar events, it was presumed that torsion as well as tensile stress generated with wire removal had likely contributed to the reported fracture of the sion guide wire. The applied stress would localize and exceed the product design limit when the wire movement was restricted by the deployed stent. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Manufacturer narrative:
The sion guide wire was returned for evaluation. The returned guide wire had its coil elongated for approximately 15mm from the distal-mid solder that was originally located at 25mm from the tip. Under the elongated coil, the exposed inner coil was found disarranged due to accumulated torsion. The twist wire (one of two core-composing wires) was found fractured at approximately 2.5mm distal to the distal end of the inner coil. Necking was observed on each fracture end of the coil and fine wires of twist wire, indicating that tensile stress had contributed to their observed fracture. For observation purposes, the inner coil was unraveled to expose the underlying straight core wire, which is the other core-composing wire. The straight core wire was found fractured at approximately 13mm distal to the distal-mid solder. The fracture end of the straight core wire was also necked. Measurement of the returned guide wire suggested that approximately 12mm of the core wire, approximately 8mm of the twist wire and approximately 22mm of the coil with the ball tip were missing. Based on the provided information and the above investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed fracture on the returned sion guide wire. The applied stress would be localized and exceed the product design limit when the wire tip was being trapped and restricted its movement likely by the deployed stent. It was concluded that this event was not attribute to product quality. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] ~ separation of the guide wire.